Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical gastric cancer, while working on the duodenum, the device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. Surgeon replaced the handle to resolve the issue. There was no patient injury.